Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. To remedy the issue, the driveshaft was rotated back to the home position. The likely root cause of the issue was due to user error. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Upon visual inspection, observed cracked front enclosure, which is unrelated to the reported complaint. The probable root cause for the front enclosure damage could be due to normal wear and tear or could be due to user mishandling. The front enclosure needs to be replaced to address the physical damage. The autopulse platform was manufactured in october 2012 and is almost 8 years old, well past beyond the expected serviceable life of 5 years. During initial functional testing, the autopulse platform displayed user advisory (ua) 45 error message upon powering on. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message. The archive data review showed the occurrence of the user advisory (ua) 45 error message on the reported complaint date, thus confirming the customer complaint. Also, the archive data indicated error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on the customer reported event date, unrelated to the reported complaint. However, the error was cleared by the user. User advisory (ua) 07 is the clearable error message and is designed into the platform to alert the operator that the autopulse platform has detected one of several conditions. User advisory (ua) 07 is an indication that the load sensing system has detected a weight/load imbalance between the two load cells. This advisory can happen when the patient is not oriented on the autopulse platform correctly or the patient has shifted. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to mitigate patient movement, and press restart to clear the user advisory. The load cell characterization test confirmed both load cell modules are functioning within the specification. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
It was reported that the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.